Event description:
The reporter states back to back results of 110 and 24 mg/dl on their professional meters. No report of an adverse event. Valid controls were not run. Return requested and replacement was sent.